Event description:
We received a report that an tecnis cl z900200235 was explanted from the patient's left eye after he experienced ''impaired vision''. The lens was replaced during the same procedure with a z900200210 intraocular lens. No complications such as incision enlargement or vitrectomy were required. The patient is reported to be fine.

Manufacturer narrative:
(B)(6). Follow up information indicated an incision enlargement was not required to remove the intraocular lens (iol). Another z9002 22.0 diopter lens was placed in the patient's left eye at the time of the explant. The patient has recovered. The iol was returned to the manufacturer. Visual inspection at (B)(4) microscope magnification reveals that lens was cut off in half. The lens has some scratches too. Visual inspection also revealed few surface residuals and particles on the lens that could be related with the handling the lens in a non-sterile environment. Due to the condition of the returned lens further investigation could not be performed. Manufacturing records were reviewed. The production order was produced without deviation or non-conformances. There were no process or material changes. There were no nonconforming materials reports. The inspection data for the diopter power process at the monofocal bench was within specifications. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
To follow up #1. Information that was known but inadvertently not provided. Patient also experienced visually significant dysphotopsia and ''impaired vision'' of 20/50. Explanted intraocular lens (iol) was replaced with a z9002 21.0 diopter. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.